Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) state, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular zone 10- common iliac utilizing a gore® excluder® aaa endoprosthesis ((B)(6) on the left side and a (B)(6) on the right side) to treat an aneurysm. The final angio run showed that everything looked fine with deployment and procedure was successful. There was no device compression or kinking on the device that may have caused the left limb of the trunk ipsilateral leg to thrombosed. On (B)(6), 2023, the patient underwent a reintervention in zone 10- common iliac revision to prior evar procedure utilizing a gore® excluder® aaa endoprosthesis (B)(6). Field sales associate (fsa) was informed on (B)(6) about the procedure that the patient came to emergency room (ER) with diminished flow of left limb of the main body graft ((B)(6) as the limb had thrombosed. There were no issues with the right side limb (B)(6)the medical team used an angiojet to remove the clot from the limb and at that time the fsa arrived. The thrombosed limb had clear access of flow with the clot cleared and then they realigned the left limb of the trunk ipsilateral leg with a (B)(6). Patient is doing okay after the procedure and the angio showed everything is wide open and looks good.